Manufacturer narrative:
Venture pump and trnasducer are contaminated with balanced salt solution. Components were replaced.

Event description:
During a phacoemulsification procedure, this unit exhibited fluctuating aspiration. The physician had to use another unit to complete the procedure. There was no pt injury.